Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2021-00262.

Event description:
It was reported the during the final tightening process intra-operatively, the tip of a screwdriver broke off and the tip of a second screwdriver twisted. Screwdrivers from another set were used to complete the procedure, which led to a delay to the procedure but without patient impacts. This is report one of two for this event.

Event description:
It was reported the during the final tightening process intra-operatively, the tip of a screwdriver broke off and the tip of a second screwdriver twisted. Screwdrivers from another set were used to complete the procedure, which led to a delay to the procedure but without patient impacts. This is report one of two for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed both tips of the devices are twisted/deformed and one of the tips has also cracked. Potential cause: root cause was unable to be determined. Tip fracture or stripping of the plug driver can occur when the driver is over torqued or when force is applied off-axis. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.